Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic after receiving a vibratory alert. High out of range hvli was noted on the rv lead. The patient complaint of heating at the site of the implant, but physician alleged it was not related to the device. The patient has cardiomems sensor implanted. No programming changes were made. The patient was in good condition and will continue to be monitored normally.

Manufacturer narrative:
Correction: the previously reported - date of event of (B)(6)2016 was incorrect. The correct date is (B)(6)2016.

Event description:
New information received noted the patient presented to the hospital for an unrelated reason. Upon device interrogation, continued high hvli was noted on the right ventricular lead. No intervention was performed. The patient was stable.